Event description:
Medtronic received information that approximately 20 weeks post-implant of this pulmonary valved conduit, an echocardiogram revealed increased pressure gradients on the left and right sides of the device. Approximately seven weeks after the diagnosis, a surgical intervention with balloon aortic valvuloplasty was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).